Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases were broken, control knobs, two side bail covers, the ring cover, two side bails, the ring, the ring cover screw, the battery drawer, battery drawer o-ring and two case screws were missing and the battery contacts were compressed. The device was to be scrapped in-house. (B)(4)

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.